Event description:
Adverse event(s): "pt impact is unk" (no known impact or consequence to pt). Product problem(s): "system message received" (device displays error message). The facility reported receiving an error code. No add'l info was received. Pt impact is unk.

Manufacturer narrative:
A company service rep examined the system and was able to duplicate the problem reported. The solenoid spacers were replaced. The replaced parts were disposed of on site. The system was then tested and met all product specs. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).